Event description:
When customer used the resectoscope, customer got a frequency burn. Physician was burned on thumb during procedure. 5/2004 phone review biomed tech confirmed that the physician rec'd a burn on the hand. He was not aware of the condition of the physician. There is no report of serious injury.